Event description:
It was reported that patient had is artificial urinary sphincter (aus) device originally implanted in 2017. The patient developed bladder cancer after the aus was implanted and needed invasive bladder treatments and radiotherapy. As a result of the treatments the patient's cuff failed and the device was deactivated. The physician believed the patient began experiencing recurring incontinence due to tissue atrophy under the cuff. During a planned revision procedure the physician found that the cuff had migrated and insidiously eroded through the wall of the urethra. The tubing was plugged and the cuff was explanted. A catheter was left in-situ to allow the tissues to heal. A new cuff will be implanted in the future. The patient has fully recovered following the surgery.